Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral catalog#: ni lot#: ni, unknown tibial insert catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, per hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, around five years later, the patient fell. The patient then had a revision procedure due pain from fracture of the tibial tray six (6) years, fifteen (15) days post primary implantation. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiograph. Reviewed image shows that there is a fracture involving the tibial component with resulting subsidence of the posteromedial aspect of the component and fracture of the underlying tibia. Alignment with the femoral component remains anatomic in the ap view but the tibia is slightly anteriorly subluxed on the lateral view. Bone quality appears slightly osteopenic. There is evidence of subsidence of the tibial component that is fractured medially and posteriorly. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.